Manufacturer narrative:
Initially the event was assessed as a hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 11/2/2020 that the device was received in the condition reported as the hemostatic valve was found dislodged inside of the hub. The hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation was completed on 11/6/2020: it was reported that a patient underwent a persistent atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small valve was backflowing when introducing the dilator. The sheath was replaced, and the issue was resolved. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 0001376 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath, small, valve was back-flowing when introducing the dilator. The sheath was replaced, and the issue was resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There¿s no indication that patient¿s hemodynamics was compromised or that any medical/surgical intervention was required. With the information available, this event is being assessed as a hemostatic valve separation issue since it is most likely that if blood back-flowing occurred when introducing the dilator through the sheath, it was due to a malfunctioning or dislodged valve.